Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 16-year-old male patient, the device displayed an "internal error occurred - system reset required" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The log review suggests this was an isolated incident, and the device is designed to perform a soft reset if it encounters an undesired condition. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Accessories used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.